Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a interface cable wherein a current leakage error was displayed on the carto 3 system and all electrocardiogram (ECG) signals were lost during the post ablation waiting period. There were no patient consequences. During the post-ablation waiting period, a current leakage error displayed on the carto 3 system and all ECG body surface (bs) and intracardiac (ic) signals were lost on the carto 3 system and the recording system. Physician did not have any ECG signal available to monitor the patient¿s heart rhythm. Catheters and cables were disconnected and reconnected and the issue persisted. Since the procedure was completed, no further troubleshooting was performed. Issue was dispatched to the local field service engineer (fse). The loss of all ECG signals has been assessed as MDR reportable. The following event was previously reported to FDA under MDR # 2029046-2018-02063 against the carto 3 system. On 10/10/2018, the carto 3 system investigation was completed. Based on the system evaluation performed on the carto 3 by a bwi field service engineer, it was determined that the issue was related to a catheter cable. It was reported that the issue was resolved by changing the ablation catheter cable. No issues were found with the carto 3 system; it was found performing to specification. As such, this issue has been reassessed and determined to be an MDR reportable malfunction against the catheter interface cable.